Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high threshold measurements and low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, the patient experienced pocket stimulation in bipolar configuration, however, not in unipolar configuration. A lead insulation issue was suspected. A lead revision procedure was planned for a date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that an invasive procedure was performed. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.